Event description:
The user facility reported a 63-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella support, echocardiography was performed to verify impella cp placement. It was observed that the pigtail was around a papillary muscle. The surgeon attempted to reposition the impella without success. The impella was removed and a new sheath kit was used to regain access to the left ventricle, and the impella was successfully placed. It was also reported during impella cp support, the patient become septic and the impella weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ this report is being filed as part of a retrospective review of historical records.